Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced an infusion set bent tubing event on (B)(6) 2025. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number and primary unique device identifier (UDI) number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 5412687, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 5412687 was manufactured according to the work instruction (wi) version 73 and manufactured in the machine multivac 08 on 14/jan/2023, with a total of (B)(4) units. Assembly lot: the lot 5413528 was assembled according to wi version 25 on-line inspection for assembly of quick set on 14/jan/2023, with a total of (B)(4) units. The lot 5413529 was assembled according to wi version 25 on-line inspection for assembly of quick set on 15/jan/2024, with a total of (B)(4) units. Glue-tubing lot: the lot 5413531 was manufactured according to the wi version 37 and manufactured in the machine mp04, mp05, mp08 on 09/jan/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.